Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. No additional information was provided.